Event description:
It was reported that (1) hp052 was used during a redo coronary artery bypass graft procedure. It was reported by the rep that the luke handpiece in connection with a few dh105 gave solid tone. The surgeon switched out with the old handpiece and a new dh105 was used to finish the case. There was no consequence to pt.